Event description:
On (B)(6) 2024 patient became agitated regardless of sedation and 4 point restraints and pulled out one of his jp drains. 2 days later, attempted drain removal for remaining bulb- however, when low force applied to tubing, device snapped resulting in residual jp tubing intra-abdominally. It fractured at the site of entry into the abdominal cavity. He underwent a local wound exploration on (B)(6) 2024 to retrieve the intra-abdominal portion of the drain.